Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the afebrile patient presented in-clinic with pocket erosion at the site of the implantable cardioverter defibrillator. Metal from the device was visibly protruding from the skin. The device was explanted successfully on (B)(6) 2019. The patient was recovering from the procedure.